Event description:
Boston scientific received information that this patient with a boston scientific device, sent an email to bsc internal technical services (ts), regarding a disappointing product longevity. The patient did send a subsequent follow-up after ts requested for more information. To date, the patient has not provided the product model/serial, so as to identify if any previous allegations from their physician or field representative had been received. The patient indicated the implant took place in the (B)(6), reportedly in 1999. In the absence of a product model/serial number, boston scientific remains unable to confirm or refute the reported allegations. No further communications have been provided by the patient or the patient's medical facility.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.